Event description:
A caller reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and the issue was documented by customer technical support.